Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. No anomalies were found. A cut was evident through the outer insulation material at 8.5 cm distally.

Event description:
It was reported that during the implant procedure there was positioning difficulty and dislodgement. The health care provider also determined the lead was too short. The device was not implanted. No patient complications have been reported as a result of this event.